Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a roux-en-y-gastric bypass procedure, no staple deployed when the trigger was squeezed, but the clip would fallout after the surgeon let go of the handle. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.